Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the superficial femoral artery, during pre-dilatation, the fox plus balloon ruptured at 12 atmospheres. Dilatation was completed using another fox plus. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the customer reported the device was discarded. Without device examination, a root cause for the balloon rupture could not be determined. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.